Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on same day". The patient's medical history included overweight, menorrhagia, blood pressure increased, menses irregular, vaginal bleeding, hot flashes, numbness and uterine bleeding. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("post-traumatic stress disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingooophorectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, hormone level abnormal, weight increased, vulvovaginal pain, arthralgia, depression, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, genital haemorrhage, hormone level abnormal, pelvic pain, post-traumatic stress disorder, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion performed on same day". The patient's medical history included obesity, menorrhagia, blood pressure increased, menses irregular, vaginal bleeding, hot flashes, numbness and uterine bleeding. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("post-traumatic stress disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((bilateral salpingooophorectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, hormone level abnormal, weight increased, vulvovaginal pain, arthralgia, depression, anxiety and post-traumatic stress disorder outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, genital haemorrhage, hormone level abnormal, pelvic pain, post-traumatic stress disorder, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: fu 2 and 3 processed together. Pfs received- new event abnormal bleeding, pelvic pain, back pain, hormonal changes, weight gain, vaginal pain, hip pain, depression, anxiety and ptsd ,medical device monitoring error were added. Reporter information and lab data were added. On 20-dec-2019: fu 2 and 3 processed together. Medical records received- reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.